Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. Access was obtained through the femoral artery. The physician advanced the 1.5x8mm apex push balloon catheter to the lesion to predilate and on the first inflation, inflated the balloon to 6 atms for five seconds and the balloon ruptured. The device was removed intact. There were no patient complications. The procedure was successfully completed with another 1.5x8mm apex push and the deployment of non-bsc stent. Patient's status is reported as "good."

Manufacturer narrative:
Pt's age: 18 or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).